Event description:
When removing the epidural catheter from the patient, it has been broken remaining a piece of 4 cm inside the patient. They have tried to find the piece of catheter making rx and tac (computerized axial tomography), but they have been unable to find it.

Manufacturer narrative:
Evaluation summary: optical microscopic examination of the returned catheter revealed that the failure is relatively clean in that the fracture surface is uniform and straight as it traverses thru the catheter tubing. Micrographs of the cross section show obvious striations resulting from a cutting action that occurred during contact with a tool, blade or sharp surface. The striations are present through more than three quarters of the cross section, suggesting that the catheter was nearly cut to failure prior to the final connecting material failing in the tensile mode. This does not appear to be a manufacturing related issues. A review of the complaint database did no reveal any other incidents of this nature with these lots of catheters.